Event description:
The customer reported being hospitalized for high blood glucose of 464 mg/dl. The customer stated that the insulin pump alarmed no delivery. Troubleshooting was performed. The infusion set was changed and performed a manual prime with no alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.